Event description:
Boston scientific received information that the patient with this right atrial (ra) lead reported a wire was sticking out. The physician noted, that a recent holter exam of the lead revealed intermittent atrial loss of capture and sensing. The patient was seen in the clinic, and this could not be reproduced as the device was working appropriately and all measurements were within normal range. A ra lead failure was suspected. A revision procedure was performed and the ra lead was repositioned. The physician reported that the technical staff could not find any issues with the ra lead and there was no further mention of a wire sticking out of the patient. The patient was asymptomatic and the revision was performed as the physician did not want to risk infection. The procedure was completed with no complications and the patient will be seen by the physician at a later date. No adverse patient effects were reported. Ra lead remains in service.

Manufacturer narrative:
The ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.